Event description:
Reference (B)(4) for related complaints) (document admin set 4248632) it was reported that residual volume of about 200 ml (20%) was remaining. The port flushed easily and was positive for blood return. The patient did not hear any beeping overnight. When connecting the next ordered cadds, the bifurcated extension was removed and each cadd was connected to its own lumen. No injury cadd pump: 394095; cadd tubing lot #: 4248632.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required. H10:no product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A DHR (device history review) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.